Event description:
It was reported that a patient experienced peritonitis, prior to the initiation of peritoneal dialysis therapy. The patient was hospitalized at the time of the peritonitis diagnosis. The cause of the peritonitis was unknown. On the day of onset, the patient began treatment with vancomycin 1000 milligrams once every three days intravenously for eleven days for the peritonitis event. It was not reported if dianeal therapy was ongoing. After a total of twenty-one days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.